Manufacturer narrative:
Based upon the inquiry info received, the visual examination and the functional, it was concluded that the instrument was conforming with regard to staples firing and forming. The instrument was returned in good physical condition, with no anomalies or deformations observed. The instrument was then reloaded, cycled, fired, and formed all staples without incident. The staples were measured and were found to be within specifications. Note: this inquiry was originally reported as an rpo (record purposes only).

Event description:
It was reported by the circulating nurse during a low anterior resection the ax55g device was fired on the proximal end of the distal portion of the bowel. It appeared to be closed securely. After having performed the end to end anastomosis with the circular stapler and upon removal of the circular stapler from the bowel it was reported the staple line was open where the ax55g was used and bowel contents were noted in the abdomen. The abdomen was thoroughly irrigated at this time with betadine and saline irrigation. At this time the surgeon performed a double barrel colostomy to take the pressure off of the anatomotic site. The surgeon also closed the leak site with suture. The charge nurse has the device for the sales rep to return for analysis.